Event description:
It was reported that the device indicated elective replacement indicator (eri) early due to a ventricular fibrillation (vf) storm and multiple shocks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products : 5554-45, lead, implanted (B)(6) 2012; 4196-88, lead, implanted (B)(6) 2012. (B)(4).